Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Identification of issue has been done by analyzing problem description, service report and device¿s logs. Based on technician statement, the expiratory cassette membrane was replaced. The issue has been resolved and the device was delivered to the user in working condition. At the time when the decision was taken to report this issue the information about replaced part was unknown. The expiratory cassette is measuring the expiratory flow. A fault in the expiratory cassette will be detected during pre-use check (puc) and will not affect ventilation. Expiratory cassette membrane is article of consumption. Operating capacity for the membrane is estimated to 10.000.000 breathing cycles. When this limit is passed or if the membrane for some reason has become defective, it must be replaced. The last preventive maintenance was performed on (B)(6) 2022 so the failure was not related to expected wear and tear. During pm work, it is necessary to check capacity for the membrane and replaced when needed. It is worth noting that a puc should always be performed before connecting the ventilator to a patient. The defective part was not returned for further analysis. The root cause to the reported issue has not been determined.